Manufacturer narrative:
Customer returned pump for alleged blank display and cosmetic damage located at the battery compartment found on 03-sep-2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found a crack on the j2 connector on pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, keypad overlay peeling, missing display window/cover, cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Blank display due to damage to the j2 connector on pcba 2. Cosmetic damage confirmed at the battery compartment. Battery cap damage is unknown due to missing original piece. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the insulin pump had a blank display after receiving a new battery cap. Customer stated battery compartment and spring were neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.